Event description:
It was reported that the patient had been hospitalized and was admitted into the intensive care unit with hyperglycemia on (B)(6), 2026. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 25 and 36 hours. When the pod was removed from the infusion site (abdomen), the pod cannula was found completely kinked. The patient reportedly was diagnosed with "hyperketoacidosis." Symptoms reported include dryness, drowsiness, vomiting, headache, dizziness, flu-like symptoms, and loss of appetite. The patient was treated with unspecified intravenous fluids and insulin via infusion. The patient was discharged on (B)(6), 2026. The pod was removed and discarded at the hospital. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.